Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences and had to be attended by paramedics on (B)(6) 2016. It was reported that sensor glucose reading was 70 and blood glucose was 28 mg/dl. Customer was treated with food and IV. Customer also reported of having a blood glucose reading of 49 and sensor glucose reading was 68. Troubleshooting was performed on insulin pump and customer reported that there was more insulin in reservoir than what was showing on status screen. Customer did not believe that insulin pump was over delivering. Customer was advised to monitor insulin pump.